Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited inappropriate decreased rates. The device remained implanted.